Event description:
"Patient's machine alarmed 30 minutes into treatment and unable to clear sad alarm - tried multiple attempts including cleaning venous chamber -looking for kinks - tried recirculate and turning machine on/off still unable to rinse patient's blood back. Notes state htm replaced and recalibrated sad sensor, machine passed simulation run and was working properly. Put back into service."